Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, during a laparoscopic left inguinal hernia repair, the device would not fire through the coopers ligament. After, the stapler wouldn't fire at all. Doctor opened another stapler and it did not work. Therefore to correct this condition, she ended up manually closing the peritoneum. Surgery time was delayed by more than 30 minutes. Patient has gone home. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment or component fell into the patient's cavity.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. Visual inspection noted that the e-piece was partially disengaged from the device on left side. Evidence of energy transfer was noted between the e-piece and the lower tube, but no material transfer was observed on left side. During functional testing, the device experienced staple hang ups and the staple jammed in the device. The root cause of the staple malformation is related to an insufficient welding on the left side of the lower tube and the e-piece, manufacturing actions have been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).